Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon investigation, it was revealed that the atrial lead was oversensing an extraneous signal. There were episodes of inappropriate auto mode switch. Patient was asymptomatic. Programming changes were made. Oversensing was resolved and the patient was stable post programming changes.